Event description:
Clinician reported an event in medwatch # (B)(4) involving a vygon nutriline PICC where an infant needed to have a pericardiocentesis and have the PICC removed. Initially, it was believed that a problem with the PICC may have contributed to the cause of condition.

Manufacturer narrative:
Upon receipt of medwatch # (B)(4) vygon contacted the initial reporter for additional information about the event. (B)(4) director at (B)(6) hospital supplied additional information. (B)(6) relayed that the catheter was inserted and placed without incident, the placement was confirmed via x-ray on the of insertion and the following day as well. Four days followed without verification of placement, and then the incident took place. It was found that the catheter migrated from its original placement site and into the right atrium causing the patient distress. The cause of the migration was not determined, but the device is not believed to be the direct cause of the incident. One possible cause of the incident could be that the tape holding the catheter secure came loose causing the PICC to migrate into the right atrium, but that cannot be confirmed. (B)(6) also let vygon know that the PICC was discarded upon removal so it could not be returned to the manufacturer for review. Additionally, (B)(6) was able to share the product code of the device involved ((B)(4)).